Manufacturer narrative:
No patient involvement was reported. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact telephone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 25. Sep. 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the inserter for titanium elastic nails is broken. It is not known when or how the device broke. This report is for one (1) inserter for titanium elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The breakage occurred pre-operatively during sterilization. No patient involvement reported.

Manufacturer narrative:
Product development investigation was completed. The received handle was cracked as described in the complaint condition. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. This complaint is confirmed. There are clear signs of misuse on the instrument. The manufacturing review shows that the production procedure was per the specifications and there were no issues that would contribute to this complaint condition. Unfortunately, we only have limited information in the complaint description and cannot confirm how this happened. Based on the received condition of the device we conclude that the cause of failure is not due to any manufacturing non-conformances. The design of the handle (geometry and material) was changed to address the failure mode described in this complaint. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event was reported as (B)(6) 2017. However, it is unknown if the date represents date of event, or the date it was discovered. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.